Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: on august 8, 2025, the hematology department reported two cases of leakage from the mz1000 needleless infusion connector connected to the infusion port, resulting in patient complaints. During the investigation, the nurse denied that the screw-on infusion set and the connector were over-tightened.

Event description:
Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Blood leakage occurred during use; infusion continued for approximately 30 minutes. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Gravity infusion. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Infusion cap shell cracked. Please confirm what substance was being infused during the time of the event? Administering routine medication. Was there any patient harm? Patient sustained no specific injury; leakage resulted in incomplete filling. Was there an under infusion? No instance of insufficient infusion. Please confirm if the sample has been disinfected ¿ if so when and with what substance? Sample not sterilized. Please confirm if the component was accessed with a needle, then reused? No.

Manufacturer narrative:
Additional information in section b. Investigation result: one mz1000 china sample was received in sealed packaging from lot: 24115429 for investigation. The sample was returned with a suyun medical set reference b3-2 in sealed packaging from lot: 20250217 to aid the investigation. The customer reported "two cases of leakage from the mz1000 needleless injection cap connected to the infusion port, resulting in patient complaints. During the investigation, the nurse denied that the screw-type infusion device was overtightened." Additional information noted that "blood leakage occurred during use; infusion continued for approximately 30 minutes" and that the "sample [was] not sterilized". As part of the investigation, the customer provided photographs of the affected sample; however analysis of the photograph was unable to identify the root cause of the customer's experience. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to pressure testing; however no leakage was observed from the component throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 24115429 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance as the affected sample was not returned for investigation, however the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.